Event description:
Reportedly, after update to smartview 2.54, the programmer sometimes freezes during rv threshold test. Only way to restart the device is to unplug the power supply.

Event description:
Reportedly, after update to smartview 2.54, the programmer sometimes freezes during rv threshold test. Only way to restart the device is to unplug the power supply.

Manufacturer narrative:
Preliminary analysis confirmed the reported programmer freeze. The exact root cause is unknown but a gui (graphical user interface) thread synchronization issue is suspected.

Event description:
Reportedly, after update to smartview 2.54, the programmer sometimes freezes during rv threshold test. Only way to restart the device is to unplug the power supply.